Manufacturer narrative:
Tubing was functional. Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder had a wear leak.

Event description:
Additional information received on 5/2/97 indicates the entire device was removed from the and replaced on 4/29/97.